Event description:
I used always pure cotton pads made by procter & gamble and developed a rash, dryness, and itching in the perianal area shortly after using them. The irritation improved once I stopped using the pads and switched to another brand. I chose this product because it was labeled as "pure" and "cotton," suggesting it would be safe and free of synthetics or chemical additives. However, my experience -- and reports I've seen from other consumers -- suggests there may be undisclosed synthetic or chemically treated materials in the product. I am concerned that the labeling may be misleading and that this product could be causing similar reactions in other women. Please review the product's material composition, labeling, and safety. Product: always pure cotton pads manufacturer: procter & gamble purchase location: walgreens date used: (B)(6) reaction: rash, dryness, itching, irritation (perianal area). Reason for use: menstruation.